Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with continuous glucose monitoring readings up to 331 mg/dl and a confirmatory glucometer value of 340 mg/dl for approximately eight hours while using the ilet system with an inset infusion set on the abdomen and a dexcom g7 continuous glucose monitor (cgm); the event followed a supply change and a meal, and the user had connected the infusion set connector to the cartridge prior to inserting the cartridge, after which the agent provided education and completed a full supply change with insulin delivery resumed. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to improper or incorrect procedure involving the cannula and infusion set connection, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.